Event description:
The customer stated that he had been receiving low blood glucose readings. He tested his blood glucose with his elite meter and received a reading of 23 mg/dl. He retested using another meter and received a reading of 368 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The meter was replaced at the customer's insistence. The meter was returned for evaluation and a replacement meter was sent to the customer.

Manufacturer narrative:
After review of the complaint, it was decided the complaint should be made a reportable MDR, so it will be submitted past the 30 day window.